Event description:
The MFR rep reported, the pt's device system was removed due to infection. The device was not returned to the MFR for analysis. Add'l info has been requested from the hcp, but was not available on the date of this report.